Event description:
It was reported that pump screen was less responsive than it used to be. There was no reported impact to the customer¿s blood glucose level. Patient declined additional troubleshooting, so technical support documented reported issue and closed case with no further action taken.